Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was ateempting to place a taxus express2 3.0x16mm drug eluting stent into an unknown vessel. The distal stent edge was bent while trying to advance past another stent. The stent was removed. The physician predilated with a 2.5x15mm maverick balloon and successfully placed another taxus express2 3.0x16mm drug eluting stent. No patient complications were reported. Patient status is satisfactory.